Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2024. It was reported by the child that the patient's dexcom receiver was reading 208 mg/dl and later dropped to 34 mg/dl. According to the report, the patient experienced classical symptoms of low blood sugar according to the reporter, and he did not enumerate it. The son called an ambulance and the patient was treated with sugar water drip. At the time of the report, the patient was in the ambulance. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.